Event description:
The account alleged the nurse call is not functioning. No patient impact.

Manufacturer narrative:
The technician found the nurse call switch was off. The technician reset the nurse call system to resolve the issue.